Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient recovered from peritonitis. No additional information is available.